Event description:
Soon after I received the implants, I started having migraines, unexplained uti, pelvic pain, depression, numbness and tingling in my hands and feet. Breaking out in rashes, bloating stomach, weight gain. I had been going to doctors for up to 3 years trying to figure out what was wrong. Many xrays, blood work, CT scans, ultrasounds, MRI's, colonoscopy, biopsies and etc. So many things I cant name.